Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This event occurred during the initial drain while the patient was connected. The technical service representative advised that the care giver needed to start over with all new supplies. During troubleshooting, nothing was found that could have caused or contributed to the air in the patient line. The technical service representative assisted the care giver to end therapy in order to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.